Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the patient was swimming in an 85 degrees pool, and afterwards the pump was powering off and on. The patient reportedly changed the battery, and the pump powered on normally. There was reportedly moisture behind the display. The reporter stated that the battery cap and battery compartment were intact, the battery cap was secure to the pump, and there was no moisture in the battery compartment. A review of the alarm history indicated that the pump had emitted low battery warnings prior to the incident. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: a review of the black box showed multiple reboot events on 12/13/2013. The pump powered on with functional audible tones, but the display was blank and vibratory features were not functioning. Visual inspection revealed that the battery compartment was intact and the battery cap was able to secure properly. Additional testing could not be completed due to moisture damage. The pump cover was removed, and there was evidence of moisture contamination found on the display flex and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.